Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the tibial tray and femoral component at the cement/bone interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations for the tibial tray and femoral component. A complaint database search finds one other reported incident against product no. 3122040 lot no. 3215056 description smartset mv 40g - eo. A blackpool DHR review was performed to verify all steps were completed and signed for. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Revision operative notes were received and reviewed by the legal nurse. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.